Manufacturer narrative:
Product event summary: the device was returned and analyzed. Product analysis laboratory (pal) confirmed the low battery voltage and found the system current drain to be nominal. The battery was removed and submitted to the medtronic energy <(>&<)> component center (mecc) for analysis. Battery analysis was performed and based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach.

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.